Event description:
It was alleged that the device was not cutting during a case. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: insufficient saline outflow to facilitate the formation of plasma. An issue with one or more of the concomitant devices in use during this complaint event. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.